Event description:
Device analysis for the patient programmer revealed there was no problem seeing the information on the lcd display, but the lcd was not attached to the board. The lcd was loose. The case front and back was dirty.

Manufacturer narrative:
Concomitant medical products: product ID: 3440, lot# unknown, product type: accessory. Product ID: 3888-28, lot# l37571, implanted: (B)(6) 1996, product type: lead. Product ID: 3888-28, lot# l37427, implanted: (B)(6) 1996, product type: lead. (B)(4).

Event description:
It was reported that the patient had no stimulation sensation and lost it ¿about two hours ago.¿ the patient noted that the device was not dropped and did not get wet. The patient attempted to use a new antenna, but that did not resolve the issue. The patient noted that she was typically at ¿40 or 45¿ for her voltage, but she tried turning it up and still felt nothing. The patient had not seen her doctor ¿in longer than she could remember.¿ additional information was requested, but was not available as of the date of this report.